Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300 to 400 mg/dl, an insulin injection and a bolus via the pump were used to address the high bg level. The customer changed the infusion set and cartridge several times. The customer reverted to using insulin injections to manage diabetes.